Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Cyst - ndr: unable to observe since it is not related to the device. Deformation: observed no further actions are required since no issue in the manufacturing of the device is observed. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". The event was confirmed via MRI. Later healthcare professional reported "deformity", "cyst-like lesion in the right humeral head" and "fibrocystic mastopathy with apparent increasing proteinaceous character of the majority of documented cystic findings and ectatic fluid-filled ducts" via operative report. The event of cyst is considered not device related. This record is for the left side. Device was explanted.